Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The patient experienced an unrecalled cgm message and a communication issue on (B)(6) 2026. At the time of the event, she was using an omnipod 5 insulin pump. The customer reported that the cgm had not been linking well with her omnipod 5 pod. Additional details were obtained by dexcom technical support on (B)(6) 2026. The patient reported that around lunchtime, she self-administered a bolus via her insulin pump without having a cgm value available. Several hours later, on (B)(6) 2026 at approximately 3:00-3:30 pm, while she was on a boat, the patient experienced nausea and did not have a glucometer available to perform a fingerstick blood glucose (bg) check. At that time, she observed a cgm value of 77 mg/dl displayed on both the dexcom and omnipod 5 applications. The patient treated the perceived low glucose with glucose tablets, but subsequently vomited. She then lost consciousness for an estimated 5¿10 minutes, and emergency medical services (ems) were contacted by a boat company employee. Upon arrival, paramedics performed a fingerstick bg test, which showed a value of 55 mg/dl. The patient did not recall the cgm value displayed at that time. Ems treated the patient with IV medication and oral liquid carbohydrates (glucose gel). She was transported to the hospital, where she received IV fluids, dextrose, and antibiotics as treatment for hypoglycemia, dehydration, a urinary tract infection (uti), and anemia. The patient remained hospitalized for approximately 24 hours and was discharged on (B)(6) 2026 at approximately 5:00 pm in stable condition. Discharge medications included oral antibiotics (cefdinir, 2-3 times daily) for the uti. During the follow-up call with technical support on (B)(6) 2026, the patient clarified that there was no cgm accuracy issue and no allegation against the cgm. She estimated that the cgm message occurred around 2:30 pm and lasted approximately one hour. Upon reflection, she was unsure of the exact message displayed and stated it may have been related to signal loss or a sensor error. At the time of the follow-up call, the patient reported she was in good condition. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.